Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that supraventricular arrhythmia episode was inappropriately treated with atp therapy which accelerated the arrhythmia. The rhythm spontanueously returned to sinus.